Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the el5ml device and er320 device produced malformed clips when trying to control a bleeding that was not caused by the clipapplier, therefore the surgeon decided to convert to open. Of course the procedure was prolonged one hour.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: "the surgeon used 1 el5ml (which gave faulty clips ) and 1 er320 ( which also gave bad clips) in the procedure. He told me this was the first time he lost his temper when throwing the device through the or!! He had to convert to an open procedure. The patient went home without any problem. His technique didn¿t change. He¿s been using the ees clipappliers for years without problems. He is not willing to respond to the additional questions. " the analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.